Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 43 (mg/dl). Customer consumed juice to treat their bg level. Later in the day, a malfunction alarm occurred and the pump stopped all insulin delivery. Customer reported a blood glucose level of 199 (mg/dl) at the time of the malfunction alarm. During troubleshooting with tandem technical support, the malfunction alarm was cleared and insulin delivery was able to be resumed. Recommendation was made to consult with their health care provider to discuss diabetes management.